Event description:
It was reported to philips that the system generated a remote alert indicating x-ray tube arcing and gridswitch errors, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected a clinical procedure proceed when the issue happened. The procedure was completed as planned, issues were limited to error messages, and the system remained functional. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. Rse confirmed the alert was a radar alert, with onsite actions handled in a different case. A philips fse inspected the equipment for arcing in high-kv operation. After reviewing log, it confirmed arcing errors in the rx tube. The fse conducted tube conditioning, adaptation, yield calibration, and edl calibration. To resolve the issue, the fse replaced the mrc tube, high-voltage transformers, and high-voltage cables and return the parts for further analysis, the failure stemmed from improper installation of the high voltage plug. The returned tube passed retests, with no grid switch issue confirmed, and tests showed a decreased dose rate likely from heavy usage. After replacing the mrc tube, transformers and hv cables, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed as planned on the same system given that the issues were confined to error messages, and the system continued to operate effectively. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.